Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer confirmed that the device had recently been exposed to rain. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.